Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that there were discrepancies between the sensor glucose readings and blood glucose readings. The customer's blood glucose was 91 mg/dl and the sensor glucose reading was showing 55 mg/dl. At the time of the phone call the customer's blood glucose was 91 mg/dl and the sensor glucose reading was showing 71 mg/dl. The customer stated that at night the sensors were tracking lower. The customer was advised that the issue could be caused by pressure at the insertion site. By the end of the phone call the customer's blood glucose was 85 mg/dl. The customer called back one day later and their blood glucose was 166 mg/dl. After reviewing the information the customer was advised that the sensor was not responding to changes in glucose and they were advised to change the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.